Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 400 and 380 mg/dl. The customer¿s expected am fasting blood glucose test result is 165 mg/dl. The customer feels well and did not report any symptoms. Customer stated due to the high results they had gone to urgent care on (B)(6) 2025 and had been diagnosed with high blood glucose. No further details were provided. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 01/27/2024 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 164 mg/dl date: (B)(6), time: 10:17am fasting, result 2: 400 mg/dl date: (B)(6), time: 6:51pm non-fasting, result 3: 380 mg/dl date: (B)(6), time: 9:05pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter results. Meter and test strips were not returned for evaluation. Test strip lot number is expired - unable to perform retention testing. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 29-may-2025 to ensure that the initial concern was resolved - able to establish contact with customer who stated they are now using a different meter.